Manufacturer narrative:
Device is a combination product.

Event description:
It was reported a dissection occurred. The de novo target lesion was located in the left anterior descending (lad) artery. A 2.75mm x 38mm promus premier select drug-eluting stent was implanted to treat the target lesion. Following stent deployment, while taking orthogonal views of the deployed stent, a distal edge dissection was noted. The physician used another device to cover the dissection and complete the procedure. The patient was stable at the end of the procedure.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported a dissection occurred. The de novo target lesion was located in the left anterior descending (lad) artery. A 2.75mm x 38mm promus premier select drug-eluting stent was implanted to treat the target lesion. Following stent deployment, while taking orthogonal views of the deployed stent, a distal edge dissection was noted. The physician used another device to cover the dissection and complete the procedure. The patient was stable at the end of the procedure.